Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the merlin programmer made an incorrect overestimation for the longevity of the device. The device was successfully explanted and replaced, and the patient is stable.